Event description:
A malfunction was reported with a code malf 12, described as resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump; after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer acknowledged the support provided and understood instructions to call back if the issue recurred.